Manufacturer narrative:
G4:20mar2021 and b4:02apr2021. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer had troubleshot the issue to the power supply and requested parts ID for the gen 3 power supply and harness. It was also noted that the caller might have the old-style lithium battery installed as well as the newer one that is part of the main pcb. The caller was advised that the unit should not have both. The customer was informed that the device is ¿end of life .¿ there are no services or parts available. Multiple attempts have been made to try to obtain further information about the case, but no response was received from the customer. As of december 31st, 2020, philips no longer supports accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer called technical support (ts) reporting that the device will not turn on, stuck on service mode. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer troubleshot the power supply issue and requested parts ID for the gen 3 power supply and harness.